Event description:
Reportedly, after the 1st fusion with the device, the surgeon wanted to make a second fusion to secure the renal arteria hemostasis. When surgeon moved the instrument toward the pedicule area, the renal arteria broke. There was an immediate conversion to a laparotomy. There was a loss of 800cc of blood. The arteria was been clamped and the nephrectomy was normally completed.